Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports hospitalization for hypoglycemia that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. This is 2 of 2 reports hospitalization for hypoglycemia that occurred two separate times. On (B)(6)2026, the patient began experiencing disorientation while their estimated glucose value (egv) was 103 mg/dl. This occurred three days after the sensor was placed on the arm. The patient attempted to check bg using a manual glucometer but was unable to complete the test due to their condition. A friend at the scene called emergency medical services (ems). Upon arrival, ems measured the patient¿s blood glucose at 26 mg/dl via fingerstick. The egv at that time was not known. The patient received a glucose injection from ems and was transported to the hospital. In the emergency department, the patient¿s blood glucose measured 62 mg/dl, while the egv was 143 mg/dl. The patient was treated with intravenous fluids and remained hospitalized for four days. At the time of discharge, the patient's blood glucose level was 178 mg/dl. The patient reported feeling tired at discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.